Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during testing, the external pulse generator (epg) lower rate was set to 60 paces per minute (ppm), but the technician observed that the rate was 80 ppm. The epg remains in use. There was no patient involvement.